Event description:
A customer contacted beckman coulter inc. (Bec) reporting a syringe probe error and a small leak coming from one of the components on the right side compartment of the coulter act 5diff autoloader hematology analyzer. The customer was unable to locate the source of the leak. The customer was wearing gloves at the time of the incident and no injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and did not observe any leak or residue from a leak. While on-site, fse found the sample syringe was not reaching home state. Fse replaced the sample syringe home switch, verified repair and validated system. The root cause for the leak is unknown. The bec internal identifier for this event is (B)(4).